Event description:
It was reported that during access pathways/wpw procedure, the navistar thermocool rmt catheter stuck into the pulmonary vein. It probably went too far and wedged into the vein. There was very small amount of tissue on the tip when the catheter was removed. The patient was in good condition after this issue.

Manufacturer narrative:
(B)(4). Upon receiving, the catheter was visually inspected and it was found in normal conditions. Then the external diameters of the catheter were measured and all of them are within specification. Also a deflection test was performed and it deflected accordingly to specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).